Event description:
Boston scientific received information that this right ventricular lead displayed noise during isometrics and low r waves. A chest x-ray indicated that the lead had pulled back. The patient was reported to have been twiddling the system. A lead revision procedure was performed where the lead was cut, capped and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.